Event description:
Additional information was received from the clinic indicating that the patient had sent two remote monitoring transmissions and was seen in the office since their call to the manufacturer. The patient's symptoms were not related to a performance issue with the device, no intervention was performed, and no patient complications occurred.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that they experienced an irregular heart rate and syncope since a computerized tomography (CT) scan six days prior. Follow-up was attempted with the clinic; however, no additional information was obtained. The device remains in use. No further patient complications have been reported as a result of this event.